Event description:
Healthcare professional reported a right side "possible right side deflation" of a silicone device as well as "capsular contracture, baker grade IV". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.